Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows that when tested using new batteries the alarm does not sound and the tone selector feature does not work. The unit does not pass functional tests. The low battery indicator was tested using a power supply and does not pass functional test. (B)(4).

Event description:
The customer reported that the alarm has no power and it was tested with new batteries. There's no observed visible damage to the alarm. There was no patient incident or injury reported.